Event description:
It was reported that a loosened screw was removed from a previously implanted lateral distal fibula plate. The screw became loose as the bone hollowed out at the syndesmosis joint as a result of weight bearing too soon postoperatively. During the revision the surgeon added two new cortex screws. One was drilled through a hole above the original hole utilized in the plate. The other was implanted through a hole drilled beneath the plate through the fibula and tibia. The explanted screw will not be returned. It remains in the possession of the hospital¿s risk management department. The was no surgical time delay or any harm to the patient reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.